Event description:
It was reported by the nurse via our sales rep, during this surgery, she observed that the screws cannot be screwed into the target device. The surgery has been delayed by two mins, with no adverse consequences to the pt. The desired operation result could be accomplished.

Manufacturer narrative:
Na